Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on radius and white particles inner device. Leak test and microscopic analysis was performed which identified: opening crease smooth on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a opening crease smooth on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: b5,d9,g1,h3,h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflated saline breast implant device. Device has been explanted.